Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having positional low(ER) flows but no alarms. The patient had a software upgrade to alarm less than 2 on controller settings. The patient was readmitted for weakness, fatigue, and had a rise in ldh (lactate dehydrogenase). Patient was placed on a heparin drip and had a higher inr (international normalized ratio) goal of 2.5 -3.0. The patient is currently outpatient and doing well. The log file captured low flow flags on (B)(6) 2021 when the pulsatility index (pi) was elevated but did not persist long enough to trigger a low flow alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported weakness, fatigue, and rise in lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. The submitted controller event log file captured data from (B)(6) 2021. No notable alarms were captured. The system appeared to operate as intended at the set speed for the duration of the log file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having positional low(ER) flows but no alarms. The patient had a software upgrade to alarm less than 2 on controller settings. The patient was readmitted for weakness, fatigue, and had a rise in ldh (lactate dehydrogenase). Patient was placed on a heparin drip and had a higher inr (international normalized ratio) goal of 2.5 -3.0. The patient is currently outpatient and doing well. The log file captured low flow flags on 07nov2021 and 08nov2021 when the pulsatility index (pi) was elevated but did not persist long enough to trigger a low flow alarm.